Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump seemed not to be bolusing. The customer's blood glucose was 360 mg/dl at the time of incident. The customer stated that they were nauseous at the time. The customer reported that they treated the blood glucose with manual injections. The customer performed troubleshooting and no issues found. The customer stated that they need to have manual injections to bring the blood glucose down due to bolus does not bring the blood glucose down. The customer was advised that insulin will need to be replaced. The insulin pump was returned for analysis.

Manufacturer narrative:
Unable to prime during prime test due to faulty force sensor resistor. Device passed basic occlusion and displacement test. The motor was tested outside of the device and passed.